Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had his left hip replaced sometime ago and has a summit stem and a pinnacle acetabular cup with a untamed metal liner. The surgeon did not have or provide with the original date of the surgery but did say it was done in 2008. The patient has been monitored for elevated cocr levels over the years since his surgery. Recently the patient has experienced some pain and discomfort. Recent blood test indicated elevated cocr. The surgeon and the patient decided to revise the hip and explant the metal liner and replace with a polyethylene liner. The summit stem and sector cup was left in situ and the hip ball and metal liner were explanted. Doi: 2008, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined that an mre is not required.